Manufacturer narrative:
The device involved was not returned for investigation, therefore, the root cause of the complaint could not be determined. Review of the lot history records reveals no problems in the manufacturing of this device. Attempts have been made to gather further details regarding the incident, but the company has not received any additional info at this time. There was no reported harm or injury to any pt.

Event description:
The disposable roth net retrieval device product line is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. The company received a complaint that while the customer was trying to remove a food bolus, the snare loop started twisting out of form. The customer was unable to remove the food bolus. The customer then tried using another manufacturer's device to remove the food bolus, but that device did not work either. The customer was unable to complete the procedure; however, there was no reported harm or injury to the pt.